Manufacturer narrative:
(B)(4). Device evaluation: the test strips and meter involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 and (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. However, the test strips failed the quality control test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2011 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter was giving inaccurately high readings compared to another meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 5:10 pm the patient obtained the blood glucose reading of 17.1 mmol/l on the reported meter, and a reading of 7.0 mmol/l on another manufacturer's meter within 30 minutes of each other. At that time, the patient experienced no symptoms of high or low blood glucose levels. After these readings, the patient took one tablet of the oral diabetes medication metformin 500 mg; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k093745.